Manufacturer narrative:
Product complaint (B)(4). Batch # r58v7h investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge not loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device is stayed jammed on the colon, it was impossible to staple nor open it. The surgeon has used another stapler to cut around the device to free it. No patient consequence. The time of procedure was extended of 15 mins.